Event description:
Report received of non-delivery of heparin. It was reported that a pt with a myocardial infarction was awaiting transfer to another facility for angioplasty while receiving heparin 25,000 units in 500ml at 24ml/hr. According to the report, the pump was not dripping. The pump display indicated that the volume infused was 52.3ml, but the bag was full. The tubing was reported to be kinked at the slide clamp and there was no delivery of the heparin. The pump was changed and there was no reported adverse patient event. There was no further information available.